Event description:
Pt underwent arthroscopy, arthroscopic medical meniscectomy, arthroscopic debridement. During procedure, arthroscopic blade clogged. Flushed 1x + clogged again. No adverse outcome to pt.